Event description:
It was reported while treating an in-stent restenosis in the proximal lad, the atherectomy device and the guide wire stuck together after nine cuts had been made. After removal of the devices from the pt, it was discovered that the distal tip of the guide wire had separated and remained in the coronary artery. No attempts were or will be made to retrieve the separated guide wire tip from the anatomy.